Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. The cannula was found to be obstructed near the distal end. The cause of the obstruction is undetermined. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
It was reported that during knee arthroscopy the needle of the device broke inside the instrument. No part broke off inside the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe (B)(6) 2021: it was confirmed that the needle of the device broke but was still contained within the device and no part of the device had to be retrieved from the patient.